Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported patient effects. The reported patient effects of mitral valve injury (tissue damage) and worsening mr, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. Based on the information reviewed, the reported patient effect of tissue damage appears to be related to patient/procedural conditions, while the reported worsening mr was likely a symptom/cascading effect of the leaflet tear and there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the leaflet tear and increased mitral regurgitation (mr). It was reported that the mitraclip procedure was performed on (B)(6) 2017, to treat degenerative mr with a grade of 4. Two clips were implanted, reducing the mr to trace (<1). Two days post procedure, during a follow-up echocardiogram, it was found that the mr had increased to 2-3 due to a small tear lateral to the second clip. The tear was due to the myxomatous degeneration (mitral valve prolapse). The clips were confirmed to be secure on both leaflets and the patient was confirmed to be clinically stable. No additional information was provided.